Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the circumflex artery. Using a iq guide wire and mach 1 6f guiding catheter, the physician was advancing a taxus express2 2.75x8 mm drug eluting stent to the stenosis and it was necessary to cross a prior implanted. Taxus stent. The physician was unable to pass the taxus stent through the already implanted stent. The physician "thinks the friction from taxus in taxus was too big". The procedure was completed with a driver stent. No patient complications were reported. The stent damage was noted during the device evaluation.